Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes. Section d9: returned to manufacturer on: may 26, 2023. Section h3: device evaluated by manufacturer¿ yes. Device evaluation: the complaint lens was received in a specimen cup. Visual inspection under magnification before and after cleaning revealed no visual defects on the lens. No defects that could contribute to visual issues were observed. The lens was further evaluated and the miq and efl measurements indicate that the returned lens matches with the labeled model dfw150 16.5d lens. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Initial reporter telephone number: (B)(6). Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain the missing information; however, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient's postoperative astigmatism had been 0.06 at 60 degrees with toric calculator, but the residual astigmatism of -1.25 at 60 degrees had remained in their left eye (os). The target visual acuity (va) before surgery was 1.0. One day post-operation the patient's va was 0.7 and then 0.6 before explanting. The intraocular lens (iol) was explanted from the patient's eye and was replaced with a johnson & johnson dfr00v. The incision was enlarged but no vitrectomy or sutures were required. The reporting physician considered there had been an iol power error. No additional information was provided.